Manufacturer narrative:
H3: product ID 97745 ; serial# (B)(6); product type programmer was returned for product analysis. Analysis found broken/cracked recharger telemetry module (rtm)/power connector support causing connection or charge issues which was then replaced. Also observed cracked, scratched and worn front case causing case separation, charge issues, power loss and blank/white display. Hence front case was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an external device. The reason for call was caller reported that the patient had not been able to charge their implant for the last couple weeks and had been in pain. Agent had difficulty hearing/understanding caller throughout call. Caller said they spoke with an unknown rep prior to calling today, who said they needed a battery pack. Caller stated that they had reset the controller, but that did not resolve the issue. The ac power cord had a green light, but did not deliver charge to the controller. Patient service specialist asked caller to remove the battery pack and understood it had split in half; caller could not remove bottom half from controller tosee controller serial number. Caller mentioned that the ac power cord would turn on and then go off, but after being plugged in for 24 hours was not useable (agent understood at some point the controller may have briefly been responding to the ac power). The issue was not resolved. An email was sent to the repair department to replace the battery pack and controller. Caller mentioned they had visited their hcp thinking the pain was due to an issue with pt's pain pump, but then discovered the ins had not been charging whenpt thought all was charged and working normally.